Manufacturer narrative:
Device not returned for evaluation. Investigation in process but not yet complete.

Event description:
Surgeon called sales rep and let us know that one of their patients has a broken plate. Plate was implanted approximately 2-3 years ago. Surgeon stated that they will be explanting the broken plate in a couple of weeks. Surgeon may not implant a replacement since it's been several years since initial implant.